Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the intra-aoritc balloon (iab) insertion was a pre-operative measure. Md inserted the teflon hemostasis sheath, with side arm, via the right femoral artery. After the md removed the guidewire, he noticed a large amount of blood flowing through the hemostasis valve. As a result, the md removed the sheath and used the other sheath in the set to complete the procedure. There were no reported patient complications.